Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative (rep) reported a lead inserting difficulty that occurred during the procedure. The lead was not previously implanted with an extension and implantable neurostimulator (ins). The ins was replaced and the lead went into the second ins without issue. There were no symptoms reported. The patient was getting good stimulation post-operatively. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.